Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via telephone call that the customer had high blood glucose. The customer changed the set that morning, saw no drips while priming and no alarm was received. The blood glucose reading was 600 mg/dl. The customer was treated with an insulin pen. The spouse also reported that the customer had a low blood glucose of 34 mg/dl and was hospitalized. The customer was treated with intravenous fluids and kept overnight, and released. The spouse reported that the drive support cap appeared normal and recessed. The spouse found champagne sized bubbles in the tubing. The insulin exited with the prime and no leak was found. The spouse reported that the site was not sore or irritated, the time and date were correct, and was unsure of the basal settings. The spouse stated that the bolus settings were correct. The spouse declined further troubleshooting and was advised to monitor the issue.